Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 was not detected on the communication bus at the station. A field service engineer powered the station off, checked all cables and connections behind the drawer, then powered the station back on and tested the drawer in hta. All tests passed which were addressed to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 2.1 was not detected on the communication bus, thus preventing the user from removing medication for a patient. The customer stated that there was a delay in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.